Manufacturer narrative:
It was reported that the controller ac adapter was unable to power the controller. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual examination and functional testing. The reported event could not be confirmed; the controller ac adapter was able to perform as intended during bench testing. Additionally, the power led light illuminated as expected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the cac was not providing power and the green led was not working. The device was exchanged without reported patient consequences.